Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during a procedure the right atrial (ra) lead helix would not extend while attempting to position the lead. The lead was attempt but not used. Another lead was also attempted but the result during final positioning was the same. The lead helix would not extend. Both leads were not used. No patient complications have been reported as a result of this event.